Event description:
Healthcare professional later reported capsular contracture baker grade I.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Capsular contracture is no longer considered reportable. Only the year has been received for the implant date. Device evaluation: the device related to the reported event of capsular contracture, rupture and anxiety-product/procedure was received on january 10, 2025, with catalog number mcghan340cc. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ rupture: not observed. As per the investigation procedures creases, wear abrasion and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, rupture.

Event description:
Healthcare professional reported, ¿textured¿. Healthcare professional, later reported, ruptured. Healthcare professional, later reported, capsular contracture, baker grade iii. This record is for the right side. Device has been explanted.